Event description:
The device was received by the manufacturer for analysis. Product analysis (pa) was completed and an asic latch-up condition was verified. A review of the data downloaded from the generator indicated that the "pulsedisabled" byte was set to a value that represented a vbat<eos (end of service) condition. However, burn marks were observed on the generator case, indicating the generator may have been exposed to an electro-cautery tool during explant/implant, which may have been a contributing factor. Since it was confirmed that the device was working correctly and was not presenting the eos condition just prior to the explant surgery, generator was most likely hit by the electro-cautery during the explant procedure. A reset of the "pulsedisabled" bit in the generator was performed to allow for an output current to once again be provided by the generator for subsequent testing. The device testing showed that the generator demonstrated the expected level of output current was delivered and the generator diagnostics were as expected for the programmed parameters. An electrical test showed the generator performed according to functional specifications. Other than the noted "pulsedisabled" condition, which was most likely caused by the use of electro-cautery, there were no performance or any other types of adverse conditions found with the generator.

Event description:
It was noted during repositioning a repositioning surgery that the generator showed vbat disabled and was no longer providing stimulation. The company representative stated she had spoken with the surgery about the electro cautery precautions, but it is suspected the device was hit with electro cautery. A new generator was placed during the surgery. The device was interrogated before the surgery and was confirmed to be working correctly. Lead impedance was within normal limits. The device is expected to be returned for analysis, but has not been received to date.